Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was claimed that device is not turning on. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the device could not be turn on. The plug-and-play back-plane board, which is responsible for managing supply power was judged as being defective and needed to be replaced to resolved the issue. Technician confirmed that the customer refused to repair the device. According to the service manual for servo-I (rev.10) plug-and-play back-plane board is managing switching the power supply between mains power/external +12 v dc and battery module. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator did not start. There was not patient harm. Manufacturer's ref. #: (B)(4).